Manufacturer narrative:
Updated device details.

Manufacturer narrative:
(B)(4). Additional manufacturing narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting. (B)(4).

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for aortic occlusive disease and was implanted with gore® excluder® conformable aaa endoprostheses. The trunk ipsilateral leg component deployed correctly but was positioned slightly higher than intended with partial coverage of the ostium of a renal artery. The device was reconstrained and the physician attempted to reposition but struggled with trying to reposition the cxt and chose to leave it as is and implant a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) covered stent in one of the renal arteries to ensure good flow. During post-dilitation of the vbx with a coda balloon catheter the renal artery was ruptured due to believed over-inflation of the balloon. The patent expired intra-procedure, a cause of death was not provided.